Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having really high blood glucose, so she switched to an old insulin pump to fix her blood glucose. Customer tested her blood glucose and it was at 299 mg/dl. Customer took 1.4 units of insulin. Customer went to bed but woke up with a blood glucose level of 499 mg/dl. Customer took 6.5 units and 2 hours later, her blood glucose was at 525 mg/dl. Customer took 11 units of insulin to cover her high blood glucose and her breakfast. Customer stated that she changed her infusion set and after breakfast, her blood glucose was at 553 mg/dl. Customer took 0.8 units but her blood glucose didn't go down until she took another 9 units. Customer's blood glucose dropped to 66 mg/dl after treating several more times. Customer corrected for the low blood glucose with a box of juice and a granola bar. Customer's last blood glucose was at 89 mg/dl. Customer called back and performed the high pressure test. Customer stated that the pump passed the test.